Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery. A 3.00 x 38 synergy¿ drug-eluting stent was advanced but resistance was encountered. The device was removed from the patient and the stent was found to be lifted. The procedure was completed with another 3.00 x 38 synergy¿ drug-eluting stent. No patient complications nor injuries were reported.